Event description:
It was reported that the patients device was burning her from the inside out. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from the date the manufacturer was made aware.